Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was over 400 mg/dl. Customer stated that the insulin pump had insulin flow blocked alarm in the past. Customer stated that issue was resolved by complete set change. Customer declined troubleshooting for high blood glucose event. The insulin pump will not be returned for analysis.